Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a level 1® esophageal stethoscope temperature sensor migrated into the patient's stomach. The patient was undergoing a laparoscopic gastric sleeve surgery at the time of the event. While the doctor was stapling the stomach (as a part of the gastric sleeve surgery), the doctor stapled over the esophageal stethoscope temperature sensor; stapling the device into the patient's stomach. To correct this, the patient's surgery had to be converted to an "open" procedure, requiring a full opening of the patient's abdomen. The event itself was determined to be an operator error. It was reported that there were no further clinical consequences to the patient.